Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be sent. Stent was implanted.

Event description:
The 5x18 paramount mini was introduced thru a guide catheter to treat an ostial in-stent restenosis (isr) of the renal artery. When advancing stent catheter thru the guide catheter, the stent catheter would not advance across isr lesion of the ostial renal artery and the guide was pushed back into the aorta. The physician attempted to reengage guide catheter into renal artery by advancing the stent catheter. The stent catheter was advanced across lesion and thru the previously placed stent. The physician pulled the stent catheter back slightly to position it for deployment in the ostial lesion. The paramount mini stent caught on the previous stent in proximal renal artery and as the stent catheter was pulled back, the paramount mini stent came off the balloon, distal to the previously placed stent. The undeployed stent was safely deployed in the renal artery distal to the previous stent (non-target area) and the ostial lesion was treated with a balloon angioplasty.